Event description:
The patient contacted lfs alleging that the meter would not power on. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue. The patient was using the correct test strips. There was no misuse of the product. The product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Product was replaced and requested back for investigation.